Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported an admiral xtreme experienced a balloon burst and leak. The physician noted blood back flow at the end of the balloon hub, the physician removed the balloon and tried to inflate outside the patients body and the balloon burst. No abnormalities were noted in relation to anatomy, and no damage was observed to the packaging or during device removal from the tray. The procedure was completed using another percutaneous transluminal angioplasty balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the procedure done was pa ballooning. Device was inserted into the patient and when they noticed the back flow, it was removed, they tested and inflated the balloon which unfortunately burst. The inflation pressure is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, the device was flushed, (photo 4) and a 0.035¿ guidewire was loaded, when the balloon was inflated a pinhole leak was found on the proximal cone of the balloon, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.